Manufacturer narrative:
A ge service rep performed an on site investigation. The cine drive was replaced during the service call. The system was teste and found to be working as intended and put back into service.

Event description:
The customer reported that the system had a cine drive not available error at boot up. No pt injury was reported.